Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. Advanced bionics is in the process of gathering further information. Once additional information is received a follow up report will be submitted.

Manufacturer narrative:
The recipient's infection has reportedly resolved.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient remains implanted. This is the final report.